Event description:
It was reported the needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.5 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. Inspection of the download data found that the pod completed both first and second priming sequences. The pod delivered 60 pulses and was deactivated three pulses after second prime. The investigation did not find any damages or deficiencies that would contribute to the needle deploying early, though it could not be determined when exactly the needle deployed. The cause of the reported needle deploying early could not be determined.